Event description:
Medtronic received information that six months post-implant of this bioprosthetic valve a transesophageal echocardiogram revealed thrombus, a rocking motion of the valve, and paravalvular leak with mitral regurgitation (which was unable to be further visualized due to the valve position blocking the view). The valve was explanted and a medtronic mechanical valve was implanted. No subsequent adverse patient effects were reported.

Event description:
Medtronic received information that 6 months post implant of this bioprosthetic valve a transesophageal echocardiogram (tee) revealed thrombus, the valve was rocking, and paravalvular leak (pvl) with mitral regurgitation (unable to be visualized due to the valve position blocking the view). The valve was explanted and a medtronic ats mechanical valve (sn 599891) was implanted. No adverse patient effects were reported. The valve will not be returned as it was discarded.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause cannot be determined.

Manufacturer narrative:
It was reported this valve was discarded following explant. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.